Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-04831 pertains to the other device. It was reported to boston scientific corporation that a two jagtomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, for each of these two devices in turn, when attempting to perform the sphincterotomy, the cut wire broke. No part of either device fell off into the patient. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-04831 pertains to the other device. It was reported to boston scientific corporation that a two jagtomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, for each of these two devices in turn, when attempting to perform the sphincterotomy, the cut wire broke. No part of either device fell off into the patient. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". **additional information received ** the two complaint devices (MFR. Report # 3005099803-2012-04830 and MFR. Report # 3005099803-2012-04831) were autotome sphincterotomes, not jagtomes as previously reported. In addition, a third autotome sphincterotome was used to complete the procedure.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. During manufacturing, the devices are 100% inspected for cut wire integrity. Based on similar complaint investigations, the most probable root cause classification is operational context, likely due to procedural factors.

Manufacturer narrative:
Device component (B)(4) relates to device problem (B)(4) for the reported event of cut wire broke. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.